Event description:
Rn attempting an IV start and noted that the needle on two angiocaths would not retract. The first attempt failed and a second attempt required a 2nd rn to hold the catheter in place while the 1st rn pulled out the needle. The safety mechanism failed. Original package labels available, no devices available.

Event description:
Add'l info received from MFR 3/5/03: the two devices referenced in the voluntary medwatch report were discarded and co is unable to determine the cause of the non-retractions for these particular devices. The account was contacted and advised that the actual units involved in the incident are most helpful when investigating a product incident report to completely understand and analyze the root cause. Contact info was provided to the account if add'l problems occur. However, several enhancements have been made or are in the process of being made to the manufacturing operation to address retraction failures. A damaged grip can interere with the retraction process by not allowing the needle to fully retract. The conveyor grip elevator has been redesigned for the new manufacturing line and is being implemented across all other manufacturing lines. A corrective action is in place to implement sensors to the automated equipment to detect various spring issues. This has been completed and is currently being reviewed for effectiveness. At this time co has not received any complaints regarding retraction failure where the root cause was sping issues that were made after the implementation of this corrective action. Improved glue nozzles have been added for more control of the flow of glue to eliminate excess glue dripping onto the spring or button.

Event description:
Arn attempting an IV start and noted that the needle on two angiocaths would not retract. The first attempt failed and a second attempt required and 2nd rn to hold the catheter in place while the 1st rn pulled out the needle. The safety mechanism failed. Original package labels available, no devices available.